Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unk screw and imp,tsv,4.1,10,mtx,mg (tsvt4b10) were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at threads and screw fracture found inside. No pre-existing conditions noted on the per . The reported device was located on tooth #8 and was used for approximately 5 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63293201). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (63293201) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unk screw. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for bone loss however did occur and the reported event was confirmed for fractures. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that patient was referred to his general dentist for a broken implant at tooth site #8. The pa x-ray revels a broken implant with minimal bone loss. The implant was removed with a ftm flap, trephine and then grafted with .5cc mineross. The patient will return in 3-4 months and the treatment plan with be decided.